Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely the e224 error occurred due to the defective cable unit. Additionally, due to the label discoloration, it is likely that it occurred due to handling at the time of cds or storing. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Further inspection of the returned device noted the rear label was faded. The cause of the cable failure cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during preparation for use, the unit displayed an ¿ e224 scope communication¿ error message. There was no patient injury reported. The unit was returned for evaluation and a "e224/e22" error message was displayed due to faulty cable unit. This is considered a reportable malfunction.